Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2022: after some treatments such as a bile duct biopsy, the stent was placed in the pancreas to prevent pancreatitis. The placed condition seemed to have no problem. After the stent placement, the patient vomited. (B)(6) 2022: CT confirmed perforation of the pancreatic duct with the stent, so it was replaced with npds-5 to perform pancreatic duct drainage. The patient's condition is stable. Additional information provided on28/jul/2022 (B)(6) on (B)(6) 2022, the rep met the physician and received updates as below; the patient vomited in the middle of the night on the day of the procedure (B)(6) 2022). The next day (B)(6) 2022), amylase rose from 70 to 400, and perforation was discovered on CT scan. The patient's condition is currently stable after placement of the npds device. The images showed that the position of the pancreatic duct stent had changed from the position immediately after the stent placement, and that the pancreatic parenchyma had been perforated. This is just physician's speculation though, the perforation might have occurred because the stent went into the pancreatic parenchyma from a different angle by some force applied to the stent when the stent was passing through the pancreatic duct. Vomit, increase of amylase, as of (B)(6) 2022, the patient's condition is stable. As of (B)(6) 2022, the patient's condition is stable. Physician's comment: I have no idea why it happened. Please provide possible causes of the preformation once the investigation has been finished. Sales rep's comment: as the stent was supposed to be passed naturally with the stool, some unknown force might have applied to the stent when it was passing, which eventually led to perforation. Additional information for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Pancreatic duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown. Was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? Yes what intervention (if any) was required? The stent was replaced with npds-5 the next day of the initial procedure. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? (Another day). Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use)was the package damaged? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted to include clinical input and lab evaluation results. Clinical input received 22-sep-22:¿the stent was placed in the pancreas to prevent pancreatitis¿ is considered off-label use. Annex a+g code updated. Lab evaluation re conducted on 26-sep-2022: visual inspection: stent returned. Kink and indentation mark observed on flap. Functional inspection: 0.035 inch wire guide passes freely through stent.

Event description:
Supplement report being submitted due to change to failure mode and completion of investigation on 01-dec-2022.

Manufacturer narrative:
Device evaluation: 1 x gpds-5-5 of lot number c1926600 was returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24th august 2022. The stent was returned. A kink and indentation mark observed on flap. A 0.035 inch wire guide passes freely through the stent. Documents review including IFU review: prior to distribution all gpds-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gpds-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1926600. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. There is evidence to suggest that the user did not follow the instructions for use. (Ifu0055-4) the japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. Confirmation was received from our medical advisor that placement of the stent in the pancreas to prevent pancreatitis is considered off-label use. Due to limited information it is unclear when the kink that was identified on the stent occurred but it will be captured under this complaint. Summary: complaint is based on customer testimony. According to the information reported the patient suffered perforation of the pancreatic duct and experienced vomiting, their condition since is reported to be stable. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation: complaint device was returned and evaluated on 24-aug-2022: visual inspection: stent returned. Kink and indentation mark observed on internal flap. Functional inspection: 0.035 inch wire guide passes freely through stent. Off label use confirmed by clinical on 21-sep-22: ¿the stent was placed in the pancreas to prevent pancreatitis¿ is considered off-label use.